Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the verbatim, it appears the needle retraction mechanism function as expected.

Event description:
It was reported that the bd integra¿ syringe with detachable needle broke off during use on the patient, who was sent to get an x-ray as a result. However, the needle was not found. The following information was provided by the initial reporter: "when medication was administered to patient and needle was pulled out, the needle fell off. The nurse doesn't know if the needle is still in the patient or if it fell on the floor. The nurse sent the patient to get an x-ray and are waiting for the results. Nurse stated that she has unused samples if needed." "Was there serious injury to the patient? No, patient does not feel pain or discomfort and has been called to follow up. Were there any other actions taken? Patient was sent for an xray to see if needle could be found. Results showed nothing."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd integra¿ syringe with detachable needle broke off during use on the patient, who was sent to get an x-ray as a result. However, the needle was not found. The following information was provided by the initial reporter: "when medication was administered to patient and needle was pulled out, the needle fell off. The nurse doesn't know if the needle is still in the patient or if it fell on the floor. The nurse sent the patient to get an x-ray and are waiting for the results. Nurse stated that she has unused samples if needed." "Was there serious injury to the patient? No, patient does not feel pain or discomfort and has been called to follow up ¿ were there any other actions taken? Patient was sent for an xray to see if needle could be found. Results showed nothing."